Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of heartmate ii lvas, serial number (B)(6). The pump was returned assembled with the driveline cut approximately 6 inches from the pump housing, and the distal portion was not returned for evaluation. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The flex section was cut midway prior to return. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned. The outflow graft was returned attached to the pump and was sutured. The outflow graft bend relief was returned attached to the outflow graft attachment with the bend relief collar secured over it. The bend relief was cut approximately at the bend relief collar and the remaining portion was not returned. The outflow elbow was returned attached to the pump. Upon disassembly of the pump, examination of the inlet stator revealed a large, red thrombus formation. The thrombus was situated around the inlet bearing cup as well as the rotor bearing ball. The thrombus showed evidence of laminated layering indicating that it formed in this location over an undetermined amount of time. Examination of the proximal side of the outlet stator revealed a non-laminated deposition adjacent to the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form within the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, lack of circumferential contact marks on the outlet bearing cup suggest that the deposition was not present in the outlet stator for an extended period of time while in operation. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 16jun2016. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was scheduled for a heartmate 2 to heartmate 3 pump exchange due to thrombosis. There were no reported alarms. The patient's heartmate 2 pump was replaced with a heartmate 3 pump on (B)(6) 2020.